Event description:
The customer reported to baxter (B)(4) regarding one clearlink extension set in which the tubing of the administration set was cut. The process step, any report of patient injury and medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined.